Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed and the cause assigned to failure of the circuit or shielding. Additional evaluation findings are as follows: insulation failure of the insertion section; defects of the insertion tube-non bending section; deterioration or breakage of the distal end adhesive due to physical and/or chemical stress; deformation or breakage of a connector due to physical stress (handling problem). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was no image on the endoeye flex deflectable videoscope. During evaluation it was also found that noise occurred, and image temporarily did not appear. There were no reports of patient harm. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the image sensor unit becoming damaged (disconnection, etc.) Or the mounted parts (ic chip, capacitor, etc.) Of the electric board malfunctioning. Olympus will continue to monitor field performance for this device.